Event description:
During robotic procedure, the prograsp was placed through the robotic port and once the surgeon viewed the instrument, he noticed it was fractured at the rotation point. Instrument was unable to be pulled out of the port, so the port was removed with the instrument still in it. Instrument was removed from the field and sent back to the company, and a new prograsp and port were used for the procedure.